Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 0, and fault ID 0x2199. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, tandem technical support arranged to send a replacement pump with updated software, instructed the caller on putting the pump into storage mode, and provided steps for returning the faulty pump using a pre-paid label within 10 days. The customer was advised to use manual daily injections (mdi) as backup until the replacement pump arrives.